Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve was programed, pre implantation, however, when connected to the distal catheter and when trying to tap nothing was flowing out. The product will be returned for evaluation.

Manufacturer narrative:
UDI (B)(4). The device was returned for evaluation. The position of the cam when valve was received was 70mmh2o. The valve was visually inspected: no defects noted. The valve was tested for programming and passed the test. The valve was flushed; no occlusion was noted. The valve was leak tested; no leaks noted. The valve was reflux tested and passed. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure tested and passed. A review of manufacturing records found no discrepancies when the device was released. Based on the results of the investigaiton, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.